Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor of the lead was extrinsically over-rotated, the helix of the lead was extrinsically bent, the helix of the lead was extrinsically compressed, and visual analysis of the lead indicated apparent explant damage. Concomitant products: product ID: addr01, implantable pulse generator, implanted: (B)(6) 2013; product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a right atrial (ra) pacing lead had dislodged and tissue was observed on the helix. The lead was replaced and returned for analysis. No patient complications have been reported as a result of this event.